Event description:
It was reported to philips that the system would not boot up. The device was outside clinical use at the time of the reported event. No harm to patients or users has been reported. Investigation of this event is ongoing. A follow-up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot boot up. Upon functional testing, the fse found the problem that cannot load the operating system. The fse replaced the system hard disc. After replacing the system hard disc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.